Event description:
Pt's initial visit was in 2008. The pt presented with red, painful eye with foreign body sensation an photophobia. The pt had been camping the previous week. The pt's eye was cultured and he/she was immediately started on zymar, valtrex, itraconazole, polyhexamethaline antifungal medication. Culture was positive for fusarium. On five days later, the polyhexamethaline was discontinued and the pt was started on natamycine and vfend 200mg po. The pt was followed for the next 2 months and was discharged from care on approx three months later. The pt has a paracentral scar 2.2mm x 1.9mm and a bcva os of 20/30+ with old glasses. The pt was referred to an optometrist for new glasses. No keratoplasty is required. The pt had been using renu for lens care but "not the one that had been recalled" according to the pt's spouse. No product return or lot info expected. If additional info is received, will report within 30 days of receipt. MDR reportable events are reviewed in quarterly management review meetings.

Manufacturer narrative:
Device labeling single use or reuse. No conclusions can be drawn.